Event description:
It was reported via a clinical study, that a patient, who had a reverse tsa, reported developing right arm pain with tingling and coolness. The patient presented to ed due to history of blood clot. They underwent an ultrasound, and a blood clot was confirmed. They were prescribed eliquis and are being managed by hematology. The report indicates the event is definitely not related to the devices but possibly related to the procedure. The outcome indicates resolved. No further information.